Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported a patient had been hospitalized on (B)(6) 2014 for a bowel obstruction during follow up for a cycler delivery question. The patient had been constipated for some time and was admitted to the hospital for assistance. The patient was discharged after one day.